Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on march 7. Customer's blood glucose level was 324 at the time of hospitalization. Customer experienced weakness because of diabetic ketoacidosis. Customer treated with insulin drip, fluids, magnesium and potassium. Customer was unable to complete care link upload. Customer declined trouble shooting for high blood glucose for past event. The device will not be returned for analysis.